Event description:
It was reported that during removal of the catheter, it separated leaving a piece under the pt's skin. The piece of catheter was removed under local anesthesia. There were no add'l complications.